Event description:
It was observed that during the device evaluation, the hd camera head exhibited image failure due to flooding of cables and image capture, cable flooding and free lock lever corrosion. There was no report of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the product analysis confirmed and determined the follow issues, image failure due to flooding of cables and image capture, and cable flooding and free lock lever corroded. No other anomalies were identified. The reported information could not confirm if the unit was used according to the device information to used (IFU) label. However, the device IFU/label warn again the following reported issue found during investigation. Endoscope image disappearance and freezing (warning) do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. The camera cable may be punctured and the electrical circuitry inside the product may be destroyed due to water leakage. Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. During investigation, a probable root cause was not identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.